Event description:
The reporter stated that the tubing was not sealed. During evaluation of the returned product, it was discovered that the tubing had not been bonded into the checkvalve. No patient treatment or injury was associated with this issue.